Event description:
It was reported during start up the cardiosave intra-aortic balloon pump (iabp) was making a strange noise. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Initial aware date was reported incorrectly and should be 11/21/2023.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that the recently replaced scroll compressor was making the noise. The compressor seemed to be struggling to maintain a consistent rpm. The fse replaced the scroll compressor with a new one (0119-00-0236) and completed all diagnostic, performance and safety tests. The unit passed all testing and was approved for clinical use. The following investigation was performed by failure analysis and testing dept. (Fat): the failure analysis and testing dept. Received part number 0019-00-0236 scroll compressor with a reported unit failure of the compressor being noisy. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0019-00-0236 scroll compressor into the cardiosave test fixture, and tested the compressor to factory specifications per procedure and the cardiosave service manual. The fat heard a loud almost like a grinding noise coming from the compressor upon start up, which is not normal operation of the unit. When an autofill was performed, the fat heard the same loud noise coming from the compressor. The fat was able to replicate the failure experienced by the customer. The compressor failed testing retaining the compressor in the fat per procedure.